Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted in the patient. Review of the provided x-ray confirms that at least one caudal screw fractured. However, due to the quality of x-ray, no additional insight could be gained. Device history records and complaint history could not be reviewed as a lot number was not provided. The ozark surgical technique guide was reviewed and the following was found relevant: potential adverse events include, but are not limited to pseudo arthrosis; loosening, bending, cracking or fracture of components, or loss of fixation in the bone with possible neurologic damage, usually attributable to pseudo arthrosis, insufficient bone stock, excessive activity or lifting, or one or more of the factors listed in contraindications, or warnings and precautions; infections possibly requiring removal of devices; palpable components, painful bursa, and/or pressure necrosis; and allergies, and other reactions to device materials which, although infrequent, should be considered, tested for (if appropriate), and ruled out preoperatively. Adequately instruct the patient. Postoperative care and the patient¿s ability and willingness to follow instructions are two of the most important aspects of successful healing. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant re-mains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate post-operative management to avoid refracture. A root cause could not be determined as the devices could not be evaluated, and additional information regarding the procedure/event was not received.

Event description:
It was reported that two ozark screws fractured post-operatively, at the bottom level of a two level acdf. The devices remain implanted in the patient. No adverse consequences nor medical intervention were reported at this time. This record captures the second of the two reported ozark screws.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that two ozark screws fractured post-operatively, at the bottom level of a two level acdf. The devices remain implanted in the patient. No adverse consequences nor medical intervention were reported at this time. It is unknown if the patient will be revised at this time. This record captures the second of the two reported ozark screws.